Manufacturer narrative:
(B)(4). The samples is reported to be available, but has not yet been received by the manufacturer. A review of the device history record is in-progress. Upon completion of the sample evaluation and investigation; a follow-up report will be filed. Halyard health has no independent knowledge of the event reported but is relaying the information that was provided by the user facility where the incident occurred. (B)(4).

Event description:
Halyard received a single report that referenced two different incidences, which were associated with separate units, involving one patient. This is the second of two reports. Refer to 9611594-2016-00136 for the first patient. It was reported that during a second attempt to incubate, the intubation was not secure due to low air retention in the cuff. The patient was eventually intubated successfully with a different device. No additional information available.